Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued. The results of the investigation indicate the reported event is likely not device related. There have been no other reported events for the reported lot code.

Event description:
It was reported that, "pt complained of continued pain in knee. Doctor replaced poly surfaces. No problems found during revision."